Event description:
It was reported that this right atrial (ra) lead was an explanted with unknown reason. A new lead with the same model was implanted. No additional adverse patient effects were reported.